Event description:
It is reported that the catheter came off the hub. The catheter remains only 4-6 days in the patient. Evaluation of catheter revealed complete separation of per-q-cath at the molded hub.

Manufacturer narrative:
The complaint that the ¿catheter came off the hub¿ was confirmed and appears to be a use related issue. The returned 2 fr. S/l per-q-cath was visually examined. The sample was returned in two segments. The proximal segment consisted of the molded suture wing hub and luer. The distal segment consisted of the 2 fr. Catheter. The catheter measured approximately 12.8¿ in length. Red residual material was observed throughout the lumen of the catheter. Microscopic examination was performed on the cross section of the molded suture wing hub and along the length of the catheter. The cross section of the distal end of the suture wing hub showed striations in the tubing. Examination of the catheter showed red residual material within the lumen of the catheter. The cross sections of both ends of the catheter appeared to have a shiny veneer. The striations on the suture wing hub are indicative of the use of a sharp instrument to cut the plastic. Gross visual and microscopic examinations showed no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of revb0484 showed no other similar product complaint(s) from this lot number.